Event description:
Reporter stated that pt has had three device accessories (infusion sets) with a bent connector needle. Reporter alleged that the bent connectors caused the pt to have elevated blood glucose levels. Reporter stated that one infusion set may have been bent out of package.